Event description:
After an implantation period of approx. 91 months, oversensing on the ventricular channel at the lead as well as at the ICD was reported. The ICD and the lead were explanted.

Manufacturer narrative:
The ICD under complaint was not returned for analysis. This report is therefore only based on the analysis of the lead itself as well as the inspection of the quality documents associated with the manufacture of these particular devices as well as on the returned data. The manufacturing process for the devices was re-investigated, revealing that all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the devices functions to be as specified. Ilesto 7 hf-t promri df-1: the returned data have been analyzed. The analysis of the available iegms confirmed the presence of noise in the right ventricular channel. Besides that, the data showed no anomalies. Based on the available information the root cause of the noise could not be conclusively determined. There was no indication of an ICD malfunction. Linox smart promri s 65: upon receipt, the lead under complaint was found cut 18 cm distal to the is-1 connector pin. A proximal and a distal fragment were received for analysis. A medial fragment of the lead body (approximately 3 cm length) was not returned. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The analysis showed multiple abrasion marks along the lead fragments. In particular between 12 cm and 9.5 cm proximal to the lead tip the insulation was found rubbed through, which is assumed to be the root cause of the reported oversensing. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Further analysis revealed a bent fixation helix and damaged steroid collar, which most likely resulted from the extraction procedure. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.